Event description:
Consumer reports her son experienced an "eye infection" and "corneal ulcers" in his left eye (os) after using this product for about one month. She stated he had previously been a complete user. The consumer explained that her son initially complained that light hurt his left eye and gave him a headache which made him feel nauseated. She stated he was examined in 2007 by an ophthalmologist who treated him with an antibiotic eye medication and other medications (not specified). The consumer indicated her son had difficulty seeing (os) and it was hard to focus on an eye chart. Per the consumer on two weeks later, her son's symptoms resolved, vision cleared, medications were discontinued, and he has restarted contact lens wear without problems.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Evaluation of retention sample from lot 120571f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. There was one similar report for lot 120571f. Additional information was requested from the consumer on 11/13/2007 and 11/15/2007. Information was provided by the consumer on 11/15/2007.